Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited noise and loss of capture. The patient presented for a lead explant and replacement surgery that was completed successfully. The patient was stable.